Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site separated. The following information was received by the initial reporter with the verbatim: verbatim: tubing separate from connector, same as previous pir from same customer in july/august 2023.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing separated and returned one video of materials mpx5300-c and batch# 23049113. The video shows the set separated at the y-site tubing inlet along with some liquid leaking out of it, and the complaint is verified. Further investigation at the manufacturing site found the root cause to be related to the mdgn solvent dispenser machine and/or incorrect use of the dispenser by personnel. A quality alert was issued on (B)(6) 2023 to involved personnel to reinforce the correct solvent application by the assembler. Additionally, on (B)(6) 2023 an action was approved to replace the mdgn solvent dispensers with medical solvent dispensers, in order to improve the process. Device history record review for model mpx5300-c lot number 23049113 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.